Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer (MFR) report number: 2916596-2021-04343. The MFR number should have been fei-based with the 10 digit fei being 3003306248. Manufacturer's investigation conclusion: the reported event of the centrimag system being unable to reach and operate at 5500 rpm was not confirmed. A log file was extracted from the returned centrimag console, serial number (B)(6) , and was reviewed. Neither the event date of (B)(6) 2021 nor the communicated date of (B)(6) 2021 were observed in the log, as the earliest recorded timestamp was observed to be from (B)(6) 2021. On (B)(6) 2021 at 11:15, the speed was observed to have been set to 5500 rpm, and the console/motor maintained this speed until the system was observed to have been manually shut down approximately 1 minute later. No other notable events were observed. The returned centrimag console was tested alongside all returned equipment and operated a mock loop at 5500 rpm for several days. The console was then isolated and individually tested alongside test centrimag equipment and operated a mock loop at 5500 rpm for several more days. Fluctuations in speed were not observed throughout all testing, and atypical events were unable to be reproduced. The console was fully functionally tested and was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6) , showed the console was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 8 ¿system operations¿ instructs users on how to adjust the system¿s set speed by using the centrimag console¿s interface. Slowly increase the rpm until the flow rate is at the desired level. Section 6.7 ¿operator controls¿ also describes how to use the console¿s interface to adjust pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-04342, 2916596-2021-04344, 2916596-2021-04345, and 3003306248-2021-04039. It was reported that one centrimag blood pump and tubing were also exchanged due to the patient's positive yeast cultures.

Manufacturer narrative:
No patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report numbers: 2916596-2021-04342, 2916596-2021-04344, and 2916596-2021-04345. It was reported that the patient was placed on venovenous (vv) extracorporeal membrane oxygenation (ECMO) with centrimag on (B)(6) 2021. The centrimag settings were 5400 revolutions per minute (rpm) and 6.86 liters per minute (lpm). There was a circuit exchange to a different console on (B)(6) 2021. The centrimag settings were 5400 rpm and 6.93 lpm. The customer site reported that they were unable to get to 5500 rpm with the patient on two different consoles. Two circuit exchanges and two different centrimags were able to get the patient to 5450 rpm highest. On (B)(6) 2021 the patient was decannulated and the system was available for evaluation. The centrimag console and centrimag motor were placed on the hospital's primed circuit and 5500 rpms was achieved for over two hours. The hospital site could not reproduce the event. There were no alarms through the duration of the run.